Event description:
Medtronic received a report that the operator planned to treat terminal internal carotid artery stenosis using an sab-6-20 stent. After the stent delivery microcatheter (rebar-18) was positioned, difficulty was felt during hydration and delivery of the stent, with a very rough tactile feel intraoperatively. Multiple attempts were unsuccessful, and the procedure was completed after using another stent instead. Resistance occurred in the middle section of the catheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complicationswere associated with this event. The patient was undergoing surgery for treatment of stenosis at the terminal segment of the right internal carotid artery. It was noted the patient's vessel tortuosity was moderate. Additional information received reported resistance occurred at the middle section of the catheter. There were not any damages on the catheteror the pushwire of the solitaire, and the tip of the solitare was secured into the hub of the micro catheter.

Manufacturer narrative:
This event was reviewed with management and determined to be reportable due to the solitaire ab analysis findings of use of incompatible devices medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.